Event description:
It was reported that the user experienced hypoglycemia while hunting, with a lowest blood glucose of 68 mg/dl and approximately 15¿20 minutes under 70 mg/dl, and reported no device low or urgent low alerts; the user self-treated with apple juice and maple syrup, and glucose rose from 71 mg/dl at call start to 92 mg/dl by call end, later stabilizing around 170 mg/dl without additional meal announcement per education. Symptoms included none reported, with no loss of consciousness or dizziness. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction identified and unclear cause of the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause unclear and that the device was able to continue operation with guidance provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.